Manufacturer narrative:
The customer reported that their central nurse's station displayed "hdd port 1 error" while monitoring patients. Nk ts advised the customer to shut down the cns and remove both drives. Nk ts also advised the customer to replace the port 0 drive with port 1 drive, and then boot back up with the second hard drive out, which resolved the issue. The customer will be receiving a new hard drive in order to mitigate this matter. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station displayed "hdd port 1 error" while monitoring patients.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) displayed an "hdd port 1 error" message while monitoring patients. Nk ts advised the customer to shut down the cns and remove both drives, replace the port 0 drive with port 1 drive, and then boot the cns back up with the second hard drive out, which resolved the issue. The customer will be receiving a new hard drive in order to mitigate this matter. Service requested / performed: troubleshooting. Investigation summary: per tn-1270 for pu-621r and pu-681r, hdd port error alarm on the cns occurs when the used hours of the hdd had exceeded 20,000 hrs. Hdd port error prompts the user to check the condition of the hdds when it has exceeded 20,000 hours of runtime. Users may replace the hdds or may continue to use the hdd after the inspection of the condition of the hdd. Failure to replace the hdd or inspect the hdd may lead to hdd failure. To mitigate the risks from hdd failures, the cns is designed with raid (redundant array of independent disks), so that if one hdd fails, another hdd can take over. The manufacturer also provided all sites with ".bat" file patch which helps recognize hard disk failure and provides a warning message when a hard drive begins to fail and had also updated device manufacturing process to incorporate the ".bat" file function. Labeling and operator's manual for various generations of the cns recommend periodic maintenance or replacement of hard disk drives. Additional information: b4 date of this report. D8 was this device serviced by a third party? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that their central nurse's station (cns) displayed an "hdd port 1 error" message while monitoring patients.